Event description:
A malfunction code, malf 12, was reported by the customer, but no notable events occurred prior to the issue, and the customer¿s blood glucose did not exceed 500 mg/dl. Customer support assisted the caller by providing pump reset information, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred, and they acknowledged understanding these instructions.